Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A purchasing agent reported that an intraocular lens (iol) was scratched by the preloaded injector. There was patient contact, but no reported patient (B)(6). Additional information was requested.

Manufacturer narrative:
The device and the lens were returned separated. The device was in the blister tray inside the carton. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The tip of the device past the wound guard has an aneurysm on the right side. The lens was returned in a small blue plastic tray. The lens has been cut into four pieces. The optic portions have sporadic areas of dried solution. The lens portions were cleaned with lphse. The reported scratch was not observed. The damage may be hidden by cut areas on the optic portions. Cracks were observed which appear to have been caused by in instrument used to grasp the lens. The root cause for the reported scratch and the observed device damage may be related to a failure to follow the dfu. Inadequate viscoelastic was observed in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly which may allow a plunger over/underride to occur. The tip damage is an indication the lens and or/plunger were not in a proper position for advancement. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. It is unknown if a qualified viscoelastic was used. The manufacturer internal reference number is: (B)(4).